Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro was difficult to insert into the access port. A new kit was opened to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
The product is not available for eval. (B)(4).